Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jan 21, 2022: the procedure was nephrectomy by laparoscopy. Procedure was completed with another device with a delay of 30 minutes. There was no patient complications.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation and device evaluation. The customer's complaint of the "device stopped three times, during procedure" was not confirmed. However, the olympus repair center found, the alarm went off after start-up. And the front panel did not light up, due to faulty printed circuit board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device stopped three times during an unknown procedure. There is no reported harm or adverse impact to the patient.